Event description:
Notification was made to navilyst by the daughter of the patient. The patient had been in the hospital for two weeks before being moved to intensive care. The patient's daughter had objections to the placement of a PICC device, but after 3 days in intensive care, she allowed the PICC to be placed in her mother. The next day, the patient died. The death certificate indicated cardiomyopathy, myocardial infarction, and atherosclerosis as the causes of death.

Manufacturer narrative:
A review of the device history records was performed for the reported device lot. The review confirmed that all device/ component lots met material assembly and performance specifications. A review of the 2009 navilyst medical complaint report does not reveal any adverse trends related to the event of "patient death" for the product family of vaxcel pasv PICC. There have been no similar complaints in the past 30 months. No device sample was returned for physical evaluation. The reported hospital was contacted by navilyst medical to determine the relationship between the placement of the PICC and the pt's death. The hosp contact, who was familiar with the patient, indicated that "without any doubt, the patient's death had nothing to do with the placement of the PICC and the product was not at fault." Based on this statement, as well as the causes of death listed in the death certificate (cardiomyopathy, myocardial infarction, and atherosclerosis) there is no indication that the PICC did not function as intended and there was no relationship between the placement of the PICC line and the death of the patient. Manufacturing process controls for this device include visual and dimensional inspections, tensile testing as well as 100% testing for leakage and lumen patency.